Event description:
Siemens was notified on (B)(6) 2012, that the phoenix power conditioner started burning internally and the customer used a dry chemical type of extinguisher to put the fire out. There is no report of injury.

Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation.